Event description:
It was reported that the xenon light source had fan error. The issue was found during a bronchoscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "fan error whenever the light is on for a certain amount of time" could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.